Event description:
It was reported that the patient passed away. The cause of death was not provided. The patient was a critical patient and was implanted with a heartmate 3 after 4 weeks on extracorporeal membrane oxygenation (ECMO) support. The pump was working as expected, the death was not device or therapy related, and the device will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient passed away. The cause of death was not provided and was not device or therapy related, as the pump was working as expected. It was reported that the patient was a critical patient after 4 weeks on extracorporeal membrane oxygenation (ECMO) support. The patient passed away on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22dec2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.